Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient presented at the hospital after receiving inappropriate hv shock due to ventricular oversensing. X-ray images showed that the lead was dislodged and pulled back towards the atrium. The lead was explanted and replaced after an unsuccessful lead revision. The patient was stable post procedure.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.